Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. Section d4 - model #: unknown, as product serial number was not provided. Section d4 - catalog #: unknown, as product serial number was not provided. Section d4 - serial#: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was suddenly ejected into the patient's eye while the trailing haptic came out of the injector. Bleeding from the patient's iris was observed. During examination one day post-operation, there was no inflammation, and the patient's distant visual acuity was good; therefore, the lens was not replaced. No patient injury was reported. No medical intervention was required. No further information was provided.